Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. The patient was being monitored. There were no reported patient consequences.

Event description:
New information received notes a re-occurrence of post paced t wave oversensing.

Manufacturer narrative:
Correction: section h3: device evaluated by manufacturer? "No" should have been selected on initial report.

Event description:
New information received notes the recommended programming changes were completed. The patient was stable.